Event description:
Caller reported that insulin gauge displayed an amount different than expected, showing a discrepancy of more than 30 units between the displayed and expected values. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller in reloading the cartridge and delivering a 10.2 unit bolus to update the insulin estimate, successfully resolving the issue.